Manufacturer narrative:
The product was returned for analysis. Evaluation of the device indicated the customer complaint of heat could not be verified since the handpiece was not running when received. Pre-repair temperature testing could not be performed. The motor and nose cone bearings were corroded on the device. The device was repaired, tested to manufacturer product specifications and returned to the customer.

Event description:
It was reported that the device heated up. There was no patient impact.

Manufacturer narrative:
Additional information received indicated handpiece heated up within few minutes and the temperature of the device was too hot to hold. Initial reporter name: (B)(6), occupation: operation room nurse. MFR rec: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated handpiece heated up within few minutes and the temperature of the device was too hot to hold.